Event description:
It was reported to manufacturer that the vns patient's device revealed high lead impedance, dcdc = 4 from a recent diagnostic test. Additionally, the patients mother informed the physician that she does not believe that vns therapy has been beneficial for the patient's seizures. A review of programming and diagnostic history available in house revealed high lead impedance, dcdc = 4, output status = ok, eos = no from a system diagnostic test performed several months prior to this report. Attempts to obtain additional information from the treating physician are underway. Revision surgery is likely to occur.